Event description:
The ge oec 9600 fluoroscopy system was reported to have shutdown during a procedure. It was also reported to have a dicom issue sending to pacs.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the error. Further inquiry revealed the system shutdown due to over-heating. Under extreme conditions, the system is designed to shutdown to avoid permanent damage to the x-ray tube and components. Multiple audible and visual heat warnings would have to be ignored to have the system shutdown for system protection. System reboot would restore function after cooling. There was an added issue on programming to another pacs server. This was facilitated on the same call, although the issue is not reportable. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.